Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with several non-sustained right ventricular oversensing (nsrvo) episodes. Upon review, it was noted that the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were suggested. The patient was not seen in clinic yet. No intervention was performed, and the device remains implanted.